Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has indicated that the device will not be returned for evaluation as it was discarded. Investigation is in process; once complete, a supplemental medwatch will be filed accordingly.

Event description:
The blue part broke loose and ended up in the total knee prosthesis. Fortunately discovered during the procedure and immediately removed. No additional consequences were reported.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On 09 january 2019, it was reported from gelre ziekenhuizen that the blue part broke loose and ended up in the total knee prosthesis. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event cannot be confirmed. Zimmer biomet has confirmed the reported issue of the there being a gap between the gun halves on certain lot #¿s allowing for the blue locking ring and tip to become disengaged. Zimmer biomet is evaluating for corrective actions to address the root cause of this issue. This issue will continue to be monitored by zimmer biomet.

Event description:
It was reported for the second time that the blue part broke loose and ended up in the total knee prosthesis. Fortunately discovered during the procedure and immediately removed. No additional event information available.